Manufacturer narrative:
Device is not available to the manufacturer.

Event description:
It was reported that during the procedure that the subject coil was framed within the aneurysm. Physician proceeded the with detachment processes and noted a long beep on the detachment device. Subject coil was not detached and was attempted to insert again. Friction was felt upon reinsertion and was noted to be prematurely detached upon pulling subject coil back. Subject coil was then pushed with another wire into the aneurysm and was placed near the bifurcation of the posterior communicating artery. Blood vessels were preserved by confirmation of 3d-dsa. The procedure was completed successfully and no known clinical consequences were reported to the patient due to this event. No further information is currently available.

Event description:
It was reported that during the procedure that the subject coil was framed within the aneurysm. Physician proceeded the with detachment processes and noted a long beep on the detachment device. Subject coil was not detached and was attempted to insert again. Friction was felt upon reinsertion and was noted to be prematurely detached upon pulling subject coil back. Subject coil was then pushed with another wire into the aneurysm and was placed near the bifurcation of the posterior communicating artery. Blood vessels were preserved by confirmation of 3d-dsa. The procedure was completed successfully and no known clinical consequences were reported to the patient due to this event. No further information is currently available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies noted to the device prior to use. Also, preparation/set-up performed as per the directions for use and continuous flush was maintained for the duration of the procedure. And, it is most likely that anatomical or procedural factors resulted the coil detached when trying to remove. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported complaint.